Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that due to resistance experienced as the coil was being advanced through the distal end of the microcatheter, the physician decided to remove it. The coil appeared to have become stuck with the coil mass. As the physician attempted to retract the coil, it detached in the microcatheter. The physician managed to push the coil into the aneurysm with the delivery wire. There was no reported clinical consequence to the patient due to this event

Event description:
It was reported that due to resistance experienced as the coil was being advanced through the distal end of the microcatheter, the physician decided to remove it. The coil appeared to have become stuck with the coil mass. As the physician attempted to retract the coil, it detached in the microcatheter. The physician managed to push the coil into the aneurysm with the delivery wire. There was no reported clinical consequence to the patient due to this event

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis revealed that the delivery wire had multiple kinked and that the coil had been detached from the delivery wire but not by electrolysis but by force. Information available indicated that flush was intermittent likely contributing to the resistance experienced during procedure and the premature detachment of the coil while being removed. The device directions for use (dfu) indicates that in order to achieve optimal performance, it is critical that a continuous infusion of appropriate flush solution be maintained between¿the 2-tip microcatheter and guidewire and delivery wire. Based on analysis of the device and investigation available a root cause of user error has been assigned to this investigation.